Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump passed visual and leak testing, but it did not pass deflation tests. Both cylinders were visually inspected and underwent leak testing. No visual damages nor abnormalities were found. Both cylinders passed leak testing. Based on the information available and analysis results, the pump deflation issues could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to pump by the patient; however, it was able inflated in the office by the physician. Upon revision requested by the patient, no issues were found in the device. The pump and cylinder were explanted and replaced. No patient complications were reported.